Manufacturer narrative:
H3: the returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6: method code 4114 and 3221 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacture representative (rep) regarding an implantable neuro stimulator (ins). It was reported when the lead was inserted into the back port of the ins (8-11), the impedances were all out of range. The doctor removed the lead and put it back in but the impedances were all still out of range. The doctor then went to the extension connection site of the lead that was implanted in the bottom port of the battery, removed the boot and lead from the extension, reconnected it but impedances were still out. The doctor then swapped the leads in the ins ports but the impedances in the bottom port were still out which ruled out an issue with the lead and extension. As a final trouble shooting, they checked both leads which showed both were ok. It was reported they then replaced the ins with a new ins and impedances were all within range. The patient was alive without injury at the time of the report.